Event description:
It was reported that the device had a "check for empty bag" error and "reservoir error/needs update." There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 2183161-2025-00055-00. The date of that submission was 05-mar-2025. B3: unknown. H3: one device was received. Device was visually inspected and a bubbled downstream occlusion (dso) seal was found. The device was functionally tested and the customer reported complaint was able to be confirmed as the device did not recognize the cassettes. The cause of the issue was found to be a damaged dso sensor. The dso sensor and seal were replaced. All testing passed after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.